Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving a vibratory alert. Upon interrogation, device was found to be in backup vvi mode with no hv therapies available. A successful device download was performed, and the device was restored to normal operation. The device remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory via review of the device image. The backup vvi was due to a power-on reset that occurred after high voltage therapy delivery into a low impedance load. The cause of the low impedance load could not be determined.

Event description:
New information notes that the patient was found unresponsive at home. Paramedics were called and external defibrillation was given, but the patient had already expired. Post mortem the device presented in backup vvi. Review of the device image revealed the patient went into ventricular fibrillation with the device charging and delivering hv therapy; immediately thereafter the egm cuts off and the device entered backup vvi. It is not known if the therapy was successful. No further information is available.